Event description:
The pt fell 60 feet. Afterwards, when the stimulation was turned on, the pt's left hand became numb, he experienced pain in the area of paresthesia of his back and he experienced pain in his chest 'like he was having a heart attack'. The pt had migraines when the device was off. The pt was at home at the time of the report; his status was reported as 'underdetermined'. On/off options were discussed. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.